Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: the pump's black box data from date of the complaint had been overwritten due to continued use of the pump. The current black box showed evidence of voltage drops resulting in battery alarms on 07/13/2016. The pump's current draws were within specifications.